Event description:
It was reported that a patient¿s meal announcements did not appear on reports despite the patient asserting proper announcements, after which the system delivered subsequent corrections and the patient experienced fluctuating blood glucose including hypoglycemia and later hyperglycemia. Symptoms included low blood glucose to 45 mg/dl and high blood glucose to 200 mg/dl without loss of consciousness or other acute sequelae. Outcomes included the patient treating the low with oral glucose and planning exercise to reduce hyperglycemia, with no medical intervention or hospitalization. Investigation included agent follow-up with troubleshooting and education on proper meal announcement use. Investigation of this case revealed that the patient had paused insulin during hypoglycemia and treated with juice, and that report logs did not display the meal announcements as expected. It was concluded that meal announcement capture was missed on reporting while the device delivered insulin consistent with subsequent correction behavior, and user reeducation was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.